Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was cancelled and planned to start later. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the monitors had no image. The rse reviewed the log file and found that some processes in the suite pc were crashed which may be due to the failed suit pc. The system got stuck while trying to restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. The fse replaced the suite pc and tried to install the system software but failed many times. So, the fse reinstalled the old suite pc. The root cause of the software issue is unknown. Upon further troubleshooting, the fse identified a defect in the x-ray pc. The fse replaced the x-ray pc, installed software and reloaded backup. The x-ray pc was returned for further analysis. The cause of the x-ray pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the x-ray pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was aborted and rescheduled. Analysis of log file revealed that connection to the x-ray pc was lost, and it did not start up on system restart. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the x-ray pc was defective. To resolve the reported issue, the x-ray pc was replaced. After replacement, the system was returned to use in good working order and ready for clinical use. The x-ray pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.